Event description:
It was reported that during a drug eluting stenting procedure, a stent dislodgement occurred. The 80% stenotic, de novo lesion was located in the non-calcified and non-tortuous mid left anterior descending artery. The physician was getting ready to introduce the 2.75x32mm taxus liberte stent into the patient and the stent came off inside the toughy, before entering the patient. There were no patient complications. The procedure was completed with 2.75x20mm taxus liberte stent. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the stent was returned separate to the stent delivery system. The stent was received inside a 'morse' touhy burst. Visual examination revealed that stent rows 1 and 2 were slightly squashed. The stent was measured at 32mm. Solidified blood was present in the inflation lumen, therefore indicating the device had been used in vivo. The balloon section of the stent delivery system was found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a drug eluting stenting procedure, a stent dislodgement occurred. The 80% stenotic, de novo lesion was located in the non-calcified and non-tortuous mid left anterior descending artery. The physician was getting ready to introduce the 2.75x32mm taxus liberte stent into the patient and the stent came off inside the toughy, before entering the patient. There were no patient complications. The procedure was completed with 2.75x20mm taxus liberte stent. Patient status is reported as "fine".